Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient "heard a pop in his knee at football practice... When he got hit from the side. Pain is localized to the posterior aspect. No night pain, positive swelling... Playing football and going for a pass. Was hit by a defender." Magnetic resonance imaging (MRI) of the right knee indicates grade 1 sprain of superficial medial collateral ligament (mcl). No further follow-up treatment or information is currently available.

Manufacturer narrative:
(B)(4) one conv titanium, a22 brace, serial number (B)(4), was returned for evaluation. Per the condition, functionality, manufacturing form, and drawing; the brace is built within specifications. No issues were found.